Event description:
It was reported that at 10:00 on (B)(6) 2024, when the specialist nurse performed PICC catheterization on the patient, she checked the guide wire and found that there was a frizzy barb at the end of the hard end of the guidewire. Nurse tried to insert it into the PICC catheter but failed. The guide wire was immediately replaced with a new one and the operation went smoothly thereafter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire was confirmed but the cause is unknown. A single photograph of one end of the implicated 0.018¿ x 35cm guidewire was returned for evaluation. It could not be determined from the photograph if the displayed end was the proximal or distal end. The guidewire appeared damaged/deformed on the end. However, due to the poor photograph quality, it could not be determined if the damage was due to a kink in the wire, displaced coils, or another characteristic. As the distinguishing features were blurry in the returned photograph, no information was available that could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that at 10:00 on (B)(6), 2024, when the specialist nurse performed PICC catheterization on the patient, she checked the guide wire and found that there was a frizzy barb at the end of the hard end of the guidewire. Nurse tried to insert it into the PICC catheter but failed. The guide wire was immediately replaced with a new one and the operation went smoothly thereafter.